Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. There were no samples or images returned for review. Without the sample to review, a definite root cause and corrective action cannot be established. All catheters (100%) undergo inspection during manufacture. Catheters undergo tensile strength testing, flow, leak, and burst testing to ensure the integrity of the catheter, and its ability to endure use.

Event description:
After eight days of clinic use, line broke in two distal to circular hub.